Event description:
The pump was received in the biomedical engineering department with an unsigned note stating: "does not calculate dose correctly". There was no tracking information (patient, nurse, or location) available. Though requested, there was no further information available.